Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a hypoglycemic event on (B)(6) 2025, the patient reported feeling well earlier in the day. Around 3:00 pm, he went outside to work on a fence. While working, the patient began to feel disoriented and became diaphoretic. His brother observed that he was not well and assisted him back into the house. Upon returning indoors, it was discovered that the patient¿s wearable device had detached at an unspecified time during the activity, resulting in the absence of cgm readings and alerts. Concerned about the patient¿s condition, his daughter transported him directly to the emergency room. At the ER, the patient¿s blood glucose meter reading was 37 mg/dl. He was treated with intravenous fluids and his blood glucose levels were monitored every 30 minutes. The patient was discharged the following morning around 10:00 am, less than 24 hours after admission. At the time of reporting, the patient was noted to be doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 9/30/2025.